Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction).

Event description:
Two endeavor rapid exchange drug eluting stents (3.50x30mm) and (3.50x18mm) were implanted in the proximal lad during index procedure. Approximately 6 weeks post index procedure, there was an endeavor sprint (rx) stent (3.00x12mm) implanted in the mid lcx during a revascularization. Pt was asymptomatic / fee of symptoms at 1, 1.5 and 2 year follow up's. It is reported that the pt displayed stable angina at 2.5 year follow up. It is reported that the pt suffered an mi approximately 2 years 8 months post index procedure. Reference MFR report numbers 9612164201101207, 9612164201101208 and 9612164201101209.